Event description:
It was reported by a customer on (B)(6) 2011, the fiber stopped firing at 41,648 joules. Per the customer, it is unknown if an aim test was performed. The current status of the patient is fine and there were no injuries. Observations noted leading up to the incident appears to include mis-firing and then the fiber stopped firing. There were no error codes displayed on the console when this event occurred. There was no delay in the procedure.